Event description:
Primary registered nurse reported visualizing "particle" floating in sterile water syringe used to inflate foley balloon. Syringe not used on patient. Another kit opened and inspected, with no damage. No harm to patient.